Manufacturer narrative:
Section d4 was updated to indicate correct model #,catalog # and remove UDI. D4. UDI# - the device has a date of manufacture of 26-apr-06 and was not subject to UDI requirements.

Manufacturer narrative:
Results of investigation: vyaire medical was able to verify the customer complaint. The suspect device was not returned for investigation. However, as per work order performed under wo-00180223, it was confirmed a loud noise coming from the compressor. Service replaced the compressor and the resolved issue. Service then proceeded with preventive maintenance. Ran ovp (operational verification procedure). The unit passed all test and runs according to OEM (original equipment manufacturer) specifications.

Event description:
It was reported to vyaire medical problem with the avea ventilator where the compressor is making a grinding noise and in the error logs, it is showing compressor output low. Furthermore, there was no information regarding patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, customer would like an fse (field service engineer) to go onsite to repair the ventilator. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.